Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of ventricular sensed and paced events on the telemetry monitor. Review of the arrhythmia logbook revealed episodes where the p-wave appeared on the ventricular channel, but was not marked. The ventricular asystole could not be reproduced.